Event description:
It was reported that during the implant attempt the lead could not be placed due to patient anatomy so it was removed. A different 4196 lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: changed date of death field to 'not applicable'. Evaluation summary: (B)(4) the full lead was returned and no anomalies were found. The was blood/body fluid in various locations throughout the lead.